Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 250 mg/dl on his compact plus system 1, 79 mg/dl compact plus system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.